Event description:
It was reported that the patient was frequently charging the ipg despite several charging techniques. It was noted that the ipg had flipped. The patient underwent an ipg revision procedure and the ipg remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred shortly after the implant date of (B)(6) 2022.